Event description:
Boston scientific received information that this product was part of a system revision due to infection. The implantable cardioverter defibrillator in the system was taped to side of the patient's neck to be used as an off-label temporary pacer until the infection would clear. A new right ventricular (rv) lead was implanted through the jugular vein to be used as a temporary pacing wire. After the infection would clear, a new system was planned for implant. There were no additional adverse effects reported. The patient was noted to be in complete heart block with an underlying rhythm of 30 beats per minute.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.